Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited major undersensing. Technical services (ts) discussed adjusting ra sensitivity. Noise was observed which was noted to possibly increase the automatic gain control (agc), which was then undersensing atrial fibrillation (af). This ra remains in service. No adverse patient effects were reported.